Manufacturer narrative:
This initial report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. (B)(4). A carefusion field service representative visited the user facility to evaluate the device. During the course of the evaluation the field service representative noted the oscillator was due for 7 year preventative maintenance. Once on site the original circuit was not there. The stated issue is possible indicative of a cap diaphragm issue or harness connections to the alarm pcb. After cleaning, re-attached the harness connections to the alarm pcb and performed 7 year pm, patient circuit calibration @ 40 cmh2o, and performance test @ 21.5 cmh2o paw/ 61 cmh2o amplitude. A definitive root cause for the reported event was not identified.

Event description:
Customer reported to biomed that map (paw) was fluctuating between 13 and 16.5 cmh2o while in use. Biomed was unable to duplicate in shop.